Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal procedure performed on april 05, 2021. During the procedure, the band could not deploy. It was reported that there was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was secured in the handle assembly and it was partially rolled in the handle assembly. It was also noted that it was kinked at the proximal section. The suture was broken likely to remove the device from the endoscope. It was noticed that one section was attached to the trip wire loop and the other section was attached to the ligator head. The ligator head was returned with all bands attached to it and the white band was moved out from its original position, indicating that the device failed to deploy. The suture hole was in good condition and no damages were observed. Some ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal procedure performed on (B)(6) 2021. During the procedure, the band could not deploy. It was reported that there was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.